Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Voltage verification check failed. Failure traced to a loose power entry module ground cable contacting metal prong, causing a short. Replaced power entry module for further testing. Cycler is able to power on successfully. Voltage verification check passed. Pre-accelerated stress test (ast) 15mins 1000ml simulated treatment was performed without any failures or problems. Mushroom head check passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a short on the power entry module. The cycler was refurbished following the evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient reported receiving an unexpected fpga reset warming during set up of treatment and the treatment was cancelled. The cycler was reset up with new supplies. The cycler is plugged into a three prong wall socket which is a shared outlet. There have been no recent outages. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information requested but has not been obtained.